Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint remains a reportable product problem. Please disregard the previous h10 statement indicating that this complaint is no longer MDR reportable.

Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Visual inspection of the mbf instrument identified physical damage on the insulation of the conductor wire. This observation is known to be commonly caused by mishandling/misuse of the instrument. Further inspection identified an intact bipolar yaw pulley and no physical damage. No functional issue was identified on the mbf instrument during functional testing. The mbf instrument passed self-testing, recognition, engagement and electrical continuity. The mbf instrument¿s energy delivery and grip movement were verified to be within specification. Based on failure analysis investigation, this is deemed as a non-reportable event and the initial MDR report is being retracted. The known common cause of the reported failure is attributed to mishandling/misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and this event. A review of the system logs revealed that during the procedure date of (B)(6) 2020 using da vinci system (B)(4), two mbf instruments, both with lot # n12200218 were logged. Review of the instrument logs for the 1st mbf instrument (lot # n12200218 and sequence # (B)(4)) confirmed that the instrument was used once on (B)(6) 2020 with 9 usages remaining (initial use). No subsequent usage was identified. The 2nd mbf instrument (lot # n12200218 and sequence # (B)(4)) was used as a replacement on (B)(6) 2020 and was also used during a subsequent procedure. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the mbf instrument smoked with no evidence or claim of user mishandling or misuse. The surgeon noted that there was no arcing seen, only smoking. The mbf instrument was removed and inspection identified conductor wire damage. At this time, the root cause of the customer reported failure mode is unknown. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the maryland bipolar forceps instrument was initially fired; however, smoke was allegedly observed on the distal area around the conductor wire. The mbf instrument failed to activate / deliver energy into the target tissue. The mbf instrument was removed from the universal side manipulator (usm) arm and inspection identified damage on the visible area of the conductor wire. A backup instrument was used to continue the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information from the surgeon regarding the reported event: an inspection of the instruments was conducted prior to use and found no issues. The mbf instrument was used to cauterize the adipose tissue with generator settings set at "softcoag5." There was no report of instrument arcing or instrument collision during the event.